Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14105. It was reported that the patient presented in clinic for a follow-up. It was discovered that the left ventricular lead exhibited high capture thresholds. A chest x-ray was performed, revealing that the implantable cardioverter defibrillator had migrated inferiority and the left ventricular lead was pulled back. The lead was attempted to be repositioned, the lead could not be advanced. The lead was explanted. A new lead was attempted to be implanted however, it was unsuccessful as the sheath was unable to be advanced past the superior vena cava. The left ventricular port was plugged. The patient was discharged in stable condition.